Manufacturer narrative:
All available information was investigated, and the reported clip jumping was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xtw (lot: 40827a1018) was chosen for implantation. During preparation, the clip did not open smoothly. The clip had been opened without issue to 60 degrees, but after that resistance was felt then the clip jumped open. Troubleshooting was performed but the issue persisted. A replacement mitraclip was then selected. During the initial advancement of the steerable guide catheter (sgc) when the sgc was still in the right atrium, a thrombus was observed at the guidewire in the right atrium and thrombus was also observed on the guidewire in the left atrium. Heparin had been given and activated clotting time was 313 seconds. An additional heparin bolus was administered and procedure was paused for 30 minutes. After the allotted time the thrombus was still visible. The dilator was then removed from the sgc with aspiration and the right atrial thormbus was aspirated through the sgc. In the course of this removal the thrombus in the left atrium was not visible anymore. No detachment or embolization of the thrombotic material was detected. The procedure was abandoned and ended with mr unchanged. The patient was reported to be stable. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.